Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: pxc201000/(B)(4), pxc141400/(B)(4), and pxc121400/(B)(6) was implanted on (B)(6)2010.

Event description:
On (B)(6)2010, the patient presented to the emergency room with a "cold foot". Cta showed that the entire endograft system had filled with thrombus. On (B)(6)2010, a reintervention was performed where the endograft system was ballooned. Flow was re-established in the aorta and the left side of the endograft system. The right side remained occluded at the end of the procedure. It was also noted that at the bottom of the endograft system on the left side (pxc121400/(B)(4)) approximately 1-2 cm from the bottom margin, there was stenosis and a small lesion. On (B)(6)2010, the patient underwent a femoral to femoral bypass and the endograft system was also opened to additional flow. The patient tolerated the procedure. On (B)(6)2010, the patient's right leg turned black and blue. On (B)(6)2010, the patient expired due to multiple organ system failure, acidosis, and liver pathology.